Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that nearly one month after the dental implant was placed, in ada site #20 of the patient¿s mouth, non-osseointegration was observed. Patient presented with type ii bone and poor primary stability was reported. Patient reported pain and bleeding at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly one month after the dental implant was placed, in ada site #20 of the patient¿s mouth, non-osseointegration was observed. Patient presented with type ii bone and poor primary stability was reported. The device will be forwarded to the manufacturer for investigation. Patient reported pain and bleeding at time of event, no further complications were observed.